Event description:
Related manufacturer reference number: 3006705815-2023-07399. It was reported that during trial procedure patient experienced a possible wet tap on the right side so the lead was removed. As a result, only one lead was placed the left side. Patient was complaining of severe pain in her right leg and surgical intervention was undertaken wherein the left lead was explanted and upon removal cerebrospinal fluid (csf) was leaking out of the left incision site. Afterwards, the patient also complained of a headache. Patient was told to drink caffeine. No further interventions were taken, and no further updates were provided.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.